Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Cold insulin had been used. There was no reported impact to the customer's blood glucose level. It was indicated that a new cartridge would be loaded with room temperature insulin.